Event description:
It was reported that the patient developed a pocket hematoma post implant. The pocket was revised and the hematoma later resolved. Patient recovered and was discharged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.